Event description:
It was reported there was no diagnostic information from the defibrillator on the remote transmission. It was further noted the patient is undergoing radiation therapy. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem occurred. Save to disk (s2d) file _290000 shows 1 - parity error count in log, addr=1164, data=00 on (B)(4)-2011 11:34:51.